Event description:
Reported as: "disconnection of the chamber" (leak).

Manufacturer narrative:
Taper I. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Visual examination and analysis may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has received the product, however, the analysis has not been completed at this time. The results of the device analysis will be submitted to the FDA in a follow-up report upon receipt. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."